Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08th jan 2026, it was reported by a distributor via email that ar-1204as-90 serial (B)(6) flipcutter ii blade snapped off after the drilling of bone tunnel during knee acl all-inside reconstruction on (B)(6) 2026: leaving the blade inside patient¿s joint. Despite that, the operation is completed with a new flipcutter and broken piece was retrieved from the patient.